Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss due to staphylococcus aureus infection. Antibiotic treatment was attempted. Reimplantation is planned but it is unknown if this has already taken place at the time of this report (B)(6) 2015.

Manufacturer narrative:
(B)(4).